Manufacturer narrative:
Product not yet returned for eval. (B)(4).

Event description:
Consumer complaint of about high blood results. Performed blood test - 319 mg/dl. Customer states results usually are 140-160mg/dl. No adverse event reported.